Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe had no vacuum and could not cut during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient impact.